Event description:
It was reported that during a full supply change the user overfilled the cartridge, causing the plunger to come out, and was advised to refill a new cartridge. No reported symptoms. Outcomes included no injury and no medical intervention. Investigation included troubleshooting and user education by customer care. Investigation of this case revealed user handling during filling likely led to overfilling and plunger displacement, with no device alerts or alarms noted. It was concluded that the event was related to user technique rather than a device malfunction.